Event description:
It was reported that there was an elective replacement indicator (eri) message and the patient was having problems with the therapy. It was noted that the patient¿s settings were ¿just 9 months out and they were saying it can¿t be, something else must be wrong.¿ it was unclear what this meant. It was reported that the implantable neurostimulator (ins) was put in on (B)(6) 2012 and the patient¿s doctor was sending him a clinician programmer so the patient could interrogate himself. It was later reported that the patient¿s doctor was able to interrogate the patient¿s device after mailing a clinician programmer and using (B)(6) to guide the patient through interrogation and programming. The patient had been on group c, utilizing 1 negative, 2 negative, and 3 positive at 4.8 volts, ¿60, 150¿ and 9 negative, 10 negative, 11 positive at 4.8 volts, ¿60, 150¿ and the patient had been doing great, but a few days prior to the report the patient¿s battery life showed 2.6 volts and had a flashing eri message. When the patient switched to monopolar group a using case positive, 2 negative, and 10 negative at 2.9 volts the battery life indicator was at 2.86 volts with the eri warning still flashing. It was later indicated that the battery life indicator on group a was 2.92 volts and therapy impedance was 1054 ohms on the left and 1291 ohms on the right. It was reported that the patient switched to bipolar group d and the battery indicator decreased to 2.83 volts. Therapy impedance was 70 ohms on the left and 1677 ohms on the right. It was noted that the electrode pair of 1 and 3 had an impedance of 26 ohms, the electrode pair of 8 and 9 had an impedance of 4811 ohms, the electrode pair of 8 and 11 had an impedance of 5092 ohms, and the electrode pair of 9 and 11 had an impedance of 4624 ohms. All other impedance measurements were between 1000 ohms and 4000 ohms. The reporter stated that given the very low impedances, it appeared that there was a short circuit between contacts 1 and 3 on the left lead. Group d was modified to exclude contact 1 and the new setting was 2 negative, 3 positive at 4.8 volts, ¿60, 150.¿ the therapy impedance on the new setting was 1093 ohms on the left and 1602 ohms on the right. It was reported that the battery life reading on this setting was 2.9 volts and the patient was still getting the flashing eri message on his patient programmer. It was noted that the patient appeared to tolerate the new group without problems and the patient¿s doctor told him to stay on it for a few days to observe both the effectiveness in controlling his symptoms and the battery drain. It was later reported that the patient was programmed using different electrodes and the patient was still receiving therapy, but the battery drain was less. It was suspected that one electrode that was utilized before had a short. It was noted that the problem was resolved at this point.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).